Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, error codes related to the control pressure sensor and the internal and detachable battery were observed. The device's pca board was replaced to address the issue.